Event description:
The customer reported the au5800 chemistry analyzer generated erroneous low patient results for multiple analytes which include alanine amphetamine (amp), oxycodone (oxy) and phencyclidine (pcp). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided patient data example for one (1) patient sample.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 chemistry analyzer. The fse inspected the instrument and confirmed lamp dark errors were generated on the system. As troubleshooting measure, the fse replaced the valves, and replaced vacuum pump. However, this did not resolve the issue. Upon further investigation, the fse determined that the photometry controller board was defective. The fse replaced the photometry board to resolve all the issues. No further issue noted after part replacement. The instrument returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier (B)(4).